Event description:
It was reported that a spectrum pump had an issue of does not prompt IV loading when clip is inserted during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, device does not prompt IV loading when clip is inserted was reproduced while attempting to load a set. Evaluation found that the device does not recognize the door being open, and when the door is opened, the care area screen remains displayed. A review of event history log revealed multiple occurrences of "door jammed". A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a stuck upper latch switch. The upper aux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.